Event description:
I used renu with moisture loc contact lens saline solution from 2005 through 2006. I was hospitalized on that date and diagnosed with fusarium keratitis. I am presently taking anti-fungal therapy and may require corneal transplant surgery. My vision in my right eye has been impaired by more than 50%.